Event description:
The pt entered the ed [emergency department] with shortness of breath. Assessment revealed pt was in cardiogenic shock and was intubated. Additional testing revealed a wide open aortic insufficiency with prosthesis rocking. The prosthesis appeared to be attached only along one border. In the or [operating room], it was discovered the prosthesis was no longer in place. Presumably, de-hinged and moved down the aorta. The aortic valve was successfully removed and replaced and pre-exising valve was retrieved by another surgeon. The victim was in guarded condition but died. Investigator was advised that this valve was recalled in 1986. Bjork-shiley. Autopsy not performed.